Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device. Omsc found a part of the light guide plug in the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that the reported phenomenon was occurred the light guide plug of the enf-v3 was broken by excessive stress.

Event description:
After the procedure, when the light guide plug of the enf-v3 was disconnected from the output connector of the device, a part of the light guide plug of the enf-v3 fell into the device. Other detailed information was not provided. There was no report of patient injury associated with the event.